Manufacturer narrative:
H4: the lot was manufactured from october 29, 2019 - october 31, 2019. H10: only one (1) actual sample was received for evaluation. Unaided visual inspection was performed which observed that the silicone tubing was detached from the valve body outlet port and connector. The reported condition was verified. The cause of the condition was not determined. Due to the nature of the returned sample, no additional testing could be performed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The other sample was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This event occurred the "week commencing (B)(6) 2020". (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the port of two (2) of em2400 valve sets were loose and subsequently leaked. The event was further reported as "where the port near to where you attach a bag becomes very loose" and "this has resulted in the compounder not attaching to a bag correctly and leaking". This issue was identified during filling. There was no patient involvement. No additional information is available.